Event description:
Information was received from a patient's representative regarding the implanted neurostimulator. Patient rep said patient was part of a study and patient had been "kind of off" (symptom wise) and so patient went into see hcp and it was discovered that the implant had been off for about 3 weeks. The reason for the call was that pt rep said they wanted to know how to check and make sure therapy was back on. Pt rep said that the hcp office told them someone from the manufacturer would be calling them to show them how to check the status of the therapy but the pt had missed the call so pt rep was calling in. During call handset was frozen on screen. Pt rep said patient had been playing with handset, walked patient through rebooting handset and this resolved the issue. When pt rep tried to enter dbs therapy app they saw select communicator, patient rep walked through selecting the communicator and entering in the communicator serial number and got "no communicator found". Had pt rep retry and then "neurostimulator communication interrupted, service code 804" came up. Pt rep said patient had walked away from them. Once patient came back, the communicator was hard reset and then pt rep was able to pair communicator to handset and enter therapy app successfully. Therapy was on and implant battery was 90% charged. Troubleshooting resolved the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.